Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hbc ii result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 48185be01 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, indicating that the lot generates the expected results. The clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (biomex seroconversion panel scp-hbv-001 and scp-hbv-004). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. These data indicated that the sensitivity performance of the complaint lot is not adversely affected. Based on this investigation, no systemic issue or deficiency with the architect anti-hbc ii reagent, lot number 48185be01 was identified.

Event description:
The customer observed false nonreactive architect anti-hbc ii result for one patient when using one specific bottle of the architect anti-hbc ii reagent. The sample was repeated with a different reagent bottle which generated a reactive result. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): 05oct2023 sid (B)(6) initial result with bottle sn#(B)(6) = 0.75 s/co (nonreactive) repeat result with bottle sn#(B)(6) = 1.46 s/co (reactive) no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hbc ii, list number 08l44-78, that has a similar product distributed in the us, list number 06l22. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect anti-hbc ii result for one patient when using one specific bottle of the architect anti-hbc ii reagent. The sample was repeated with a different reagent bottle which generated a reactive result. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2023. (B)(6) . Initial result with bottle (B)(6) = 0.75 s/co (nonreactive). Repeat result with bottle (B)(6) = 1.46 s/co (reactive). No impact to patient management was reported.